Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020. Product type catheter, product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020. Product type catheter. The previously reported conclusion code, method code and results code no longer applies to this event and has been updated for catheter (B)(4) and catheter (B)(4). Analysis of the catheter ((B)(4)) identified damage to the connector that was consistent with difficulty detaching the catheter from the pump. Analysis of the catheter ((B)(4)) identified a break in the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 13-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-02, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for an unknown indication for use. It was reported the silicone boot came off of the sutureless connector during surgery (catheter was replaced during normal eri pump replacement) and the physician replaced it with a new 8596sc. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting occurred. The issue was resolved at the time of this report. The patient's status was alive - no injury.